Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during an emergency resuscitation the driver failed during use on the tibia despite the led was green. After the application failed, the green led was still green. A replacement driver, a newer model, was used and the procedure was completed. According to the user, no increased pressure was applied during usage. The possibility of manual introduction was not known and did not occur. The driver was stored in soft case with trigger protection. Battery checks were carried out at irregular intervals by means of short checks. According to the physician and user, the patient died in the clinic later, but the death was not caused by the problem with the driver.